Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 26mm in length, concentric, de novo target lesion was located in the non tortuous and non calcified proximal left anterior descending artery (lad). A 6f 3.5 non bsc guide catheter was used. After a non bsc guide wire crossed the target lesion, an unspecified 2.0mm x 20mm balloon catheter was advanced for predilation at 12 atmospheres for 20 seconds. Then a 2.75mm x 28mm promus element stent was advanced to the target lesion. As the stent delivery system balloon was inflated at 14 atmospheres for 30 seconds, vessel dissection was noted in the ostium of the left circumflex artery (lcx). To cover the dissection, a 3.50mm x 28mm promus element stent was deployed from left main artery to lcx and the procedure was completed. No patient complications were reported and the patient's status was stable and responding well to medications.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).